Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 0059908. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-03-01. Medical device lot #: 1043799 (invalid lot #). Medical device expiration date: na. Device manufacture date: na. Medical device lot #: 1127514. Medical device expiration date: 2026-04-30. Device manufacture date: 2021-05-20. Medical device lot #: 1146636 (invalid lot #s). Medical device expiration date: na. Device manufacture date: na.

Event description:
It was reported that 3 bd 1ml luer-lok¿ syringes experienced misaligned stoppers. The following information was provided by the initial reporter: customer has received 3 pieces of syringes of item where the rubber of the plunger is deformed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 0059908. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-03-01. Medical device lot #: 1043799 (invalid lot #). Medical device expiration date: na. Device manufacture date: na. Medical device lot #: 1127514. Medical device expiration date: 2026-04-30. Device manufacture date: 2021-05-20. Medical device lot #: 1146636 (invalid lot #s). Medical device expiration date: na. Device manufacture date: na.

Event description:
It was reported that 3 bd 1ml luer-lok¿ syringes experienced misaligned stoppers. The following information was provided by the initial reporter: customer has received 3 pieces of syringes of item where the rubber of the plunger is deformed.

Manufacturer narrative:
H.6. Investigation: one photo and three loose 1ml syringes (p/n 309648) were received and evaluated. All samples had jammed stoppers/ incorrect stopper angularity. The condition observed was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 3 bd 1ml luer-lok¿ syringes experienced misaligned stoppers. The following information was provided by the initial reporter: customer has received 3 pieces of syringes of item where the rubber of the plunger is deformed.